Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the station was stuck on blue carefusion. A technical support specialist applied knowledge article 000011447 "how to manually install rss agents & rss component manager" and manually installed remote support service 4.12 to resolve the issue. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system was stuck on blue carefusion. The customer reported that there was a delay in dispensing medication to the patient. There were no adverse events or injuries reported based on this event.